Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h4 h6 type of investigation findings investigation conclusions h11. Corrected field h5. Based on the description event a trp4046 was inserted blindly in the operating room using ultrasound. The catheter became stuck midway through the descending aorta and could no longer be raised so it was removed. A different trp4046 was inserted and placed and iabp therapy was initiated. Two balloons were used so a sample of one was requested. There was no tortuosity calcification or dissection of the descending aorta. The product was returned with the membrane unfolded and blood was observed on the exterior of the iab and inside of the inner lumen. No damage was observed on the returned iab device. A laboratory guidewire insertion test was able to be performed and the insertion was successful and no restriction was felt. An underwater leak test of the balloon catheter y fitting extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We can not confirm the reported issue based on the investigation. If the user did not dilate the vessel with a dilator and attempted a sheath less insertion it is expected that the iab would become stuck partway through the procedure. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Event site address: (B)(6). Event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that the transray plus 40cc (iab) experienced a failed insertion of the trp4046 catheter due to it being stuck in the descending aorta. The catheter was subsequently removed and successfully replaced. Iabp therapy commenced after the second insertion. The incident occurred prior to console connection, and no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h5, d10.